Event description:
It was reported that on (B)(6) 2022, a 31mm amplatzer amulet occluder was chosen for implant to close a left atrial appendage (laa) using a 14f amplatzer steerable delivery sheath. During procedure, it was determined that the flush rate connected to a pressure bag was too high and was giving excess heparinized saline to the patient. Anesthesia noticed a change in heart rate and blood pressure, so medications were given to stabilize the patient. The procedure was aborted with no device being implanted due to the change in hemodynamics as well as patient anatomical difficulties. The patient did not experience any lasting adverse events due to this change in hemodynamics. The patient is reported to be stable and is doing well.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of difficulty positioning the occluder at the delivery site was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated the patient had challenging anatomy and a large and shallow landing zone, which was what caused the difficulty positioning the occluder. There is no indication of a product quality issue with regards to manufacture, design, or labeling.h6 medical device problem code: code 1251 removed and 3009 added.

Event description:
It was reported that on (B)(6) 2022, a 31mm amplatzer amulet occluder was chosen for implant to close a left atrial appendage (laa) using a 14f amplatzer steerable delivery sheath. During procedure, it was determined that the flush rate connected to a pressure bag was too high and was giving excess heparinized saline to the patient. Anesthesia noticed a change in heart rate and blood pressure, so medications were given to stabilize the patient. The procedure was aborted with no device being implanted due to the change in hemodynamics as well as patient anatomical difficulties. The patient did not experience any lasting adverse events due to this change in hemodynamics. The patient is reported to be stable and is doing well. Subsequent to the previously filed report, additional information was received that the patient's anatomy was difficult at the implant site and not within the vasculature. The device was not seating properly due to a large and shallow landing zone. There was difficulty getting the lobe of the device deep enough in the appendage to land in the proper orientation at the landing zone. The device was protruding out of the appendage. Multiple attempts were required to deploy the device before the decision was made to abort the procedure. The device was partially recaptured 3 times, fully recaptured once, and then not attempted again. There was a leakage from the hemostasis valve on the delivery system, which was mostly saline.